Event description:
It was reported the patient experienced excessive gas and abdominal distention since the implant surgery. The physician prescribed medication. F/u revealed the patient's symptoms have subsided. The physician does not believe the patient's issue was related to the scs system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.